Manufacturer narrative:
As reported in a research article, 6143 patients underwent isolated aortic valve replacement between january 1990 to january 2020. A bioprothesis was implanted in 5506 patients and a mechanical prothesis was implanted in 637 patients. Of the mechanical prosthesis, 398 (62%) were sjm valves; events of atrial fibrillation, aortic regurgitation, heart block, stroke, deep wound infection, septicemia, tamponade, reoperation, non-structural valve dysfunction, endocarditis, valve thrombosis, and prosthetic valve dysfunction were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2648612-2021-00015. The article, "similar long-term survival after isolated bioprosthetic versus mechanical aortic valve replacement: a propensity-matched analysis", was reviewed. This research article is a single center experience to evaluate in-hospital outcomes, need for reoperation, and survival in patients undergoing bioprosthetic vs mechanical aortic valve replacement (avr). Perimount (edwards lifesciences) sjm mechanical valve(abbott) and carbomedics(livanova) were associated with the study. There is no allegation of malfunction of the abbott devices. The article concluded that aortic valve bioprostheses are associated with excellent short-term outcomes and 18-year survival similar to that of patients receiving mechanical valves. The primary author of the article is tamer attia, md, phd, department of thoracic and cardiovascular surgery, heart, vascular, and thoracic institute. The correspondence author is douglas r. Johnston, md, department of thoracic and cardiovascular surgery, cleveland clinic 9500 euclid avenue / desk j4-1 cleveland, oh 44195 with the corresponding email: johnstd3@ccf.org.